Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient tested for elecsys ferritin (ferritin) and elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial ferritin result was 8.61 ug/l and the initial tsh result was 0.56 uiu/ml. These results were reported outside of the laboratory where the medical doctor questioned them as they didn¿t fit the patient¿s clinical picture. The sample was repeated on a competitor's instrument in another laboratory and the ferritin result was 116 ug/l and the tsh result was 8.98 uiu/ml. The repeat results correspond to the patient¿s clinical picture. No adverse event occurred. The ferritin reagent lot number was 121669. The expiration date was requested but was not provided. The tsh reagent lot number was 166369. The expiration date was requested but was not provided. Based on a review of the calibration and quality control data, a general reagent issue can most likely be excluded.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. A possible root cause may be related to pipetting an insufficient amount of sample which can be caused by the presence of foam/bubbles on the sample surface, micro clots/fibrin filaments in the sample, or an incorrectly positioned sample tube due to incorrect or non use of rack adapters with 13 mm tubes. An additional possible root cause may be insufficient maintenance.